Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The reported problem of 'numerous downstream occlusion errors' was evidenced in the event history log (ehl) review as several 'downstream occlusion!' Messages; these log events were reproduced during evaluation. The cause was identified to be a failed downstream tubing guide which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device experienced a downstream occlusion. No additional information is available.